Manufacturer narrative:
The returned device was received with the shuttle engaged to the handle and the introducer sheath was detached from the device. Visual inspection showed that the introducer sheath was kinked 42 mm from the valve. In addition, the introducer sheath had indentation damage to the distal tip. The severe kink in the introducer sheath may have obstructed the device path during shuttle advancement. The review of the lhr (lot f1423303) indicated that the device lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the root cause for the reported device advancement issue could have been the kink in introducer sheath which may have prevented the shuttle from being advanced all the way into the sheath. (B)(4).

Event description:
The following information was reported: "closure device did not advance properly". The aci sales representative reported the following information on (B)(6) 2014: manual pressure was applied for less than 30 minutes. The patient was not hospitalized for reasons related to the mynx.